Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. In addition, there was a discussion regarding using laser lead extraction tools and a comment about a significant amount of leads having to be cut off prior to extraction. This case was a part of a challenging extraction situation.

Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. In addition there was a discussion regarding using laser lead extraction tools and a comment about a significant amount of leads having to be cut off prior to extraction. This case was a part of a challenging extraction situation.